Manufacturer narrative:
Product analysis visual and optical inspection confirmed about 2 threads have been broke off. There are no signs of the locking tube being bent. It appears the threads were broke/damaged due to misalignment. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of stenosis. It was reported that during tlif procedure the tip of the inserter broke off while implanting the elevate cage, and upon inspection after the case, the inner locking tube was bent at the tip and there was no device breakage with inner locking tube. No fragment of the device remaining in the patient. Levels implanted l4-5. No patient symptoms or complications as a result of this event. No additional surgery or treatment performed as a result of this event. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported. It was reported that there was not much delay in surgery due to product malfunction. No further complications were reported. It was reported that there was surgical delay of 10 minutes.